Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was given them the wrong amount of insulin and their blood glucose was dropping really fast. The customer's blood glucose level was 74 mg/dl at the time of the incident. The customer treated with candy. The customer reported they had just changed the reservoir and tubing prior to the low blood glucose event. The customer's other blood glucose was 84 mg/dl. Customer reported auto mode was not active and not automatically delivering insulin at the time of the low blood glucose event. The customer alleged the insulin pump was over delivering. Troubleshooting was completed and it was found the time was incorrect on the insulin pump. Additionally, the customer was able to upload to carelink and it was determined the insulin pump did not over deliver. The customer reported they sometimes over bolus since they feel the insulin pump is not giving enough insulin. The insulin pump and reservoir will not be returned for analysis.